Event description:
It was reported that a device was used during a low anterior resection. The device cut but did not staple. Another device was used and it fired an incomplete staple line. Another device was used to complete the case. There were no pt consequences.